Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and mesh was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation to treat stress urinary incontinence and prolapse. It was reported that following insertion the patient experienced pain, erosion infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, organ perforation and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6)2016 due to scar tissue and inflammation.

Manufacturer narrative:
Additional patient codes: (B)(4) ¿obstruction, (B)(4) - discomfort additional narrative: it was reported that following insertion the patient experienced obstruction and discomfort.